Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), noise and loss of capture. A technical service consultant reviewed the available device transmission from latitude and recommended lead integrity testing, and x-ray imaging . The device remains implanted. No adverse patient effects were reported. At this time the patient has not been seen for any follow up appointments. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), noise and loss of capture. A technical service consultant reviewed the available device transmission from latitude and recommended lead integrity testing, and x-ray imaging . The device remains implanted. No adverse patient effects were reported. At this time the patient has not been seen for any follow up appointments. The device remains implanted. No adverse patient effects were reported.